Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the left ventricular (lv) lead exhibited damage. The lv lead was not used and replaced during the procedure. There were no patient consequences.